Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit powers up properly after battery installation. No unexpected failed battery test was noted. Unit was downloaded successfully using the thump software for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. On battery cycle 19.0 received the lowbatteryalert (104) on 08/31/2025 06:02:00 after more than 7 days at 14.17 days. Battery cycle 15.0 received the lowbatteryalert (104) on 08/17/2025 01:39:00 after more than 7 days at 13.24 days. Battery cycle 10.0 received the lowbatteryalert (104) on 08/03/2025 19:39:00 after more than 7 days at 11.76 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the self test, unit passed the sleep current measurement, and the active current measurement test. No failed battery test alarm noted during testing. Unit is functioning properly. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. The unit was cut open, and a visual inspection of the connectors and electronic assemblies was performed. Per visual inspection, all connectors, including the battery flex connector, were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, and cracked keypad overlay. In conclusion, the customer¿s allegation about a failed battery test alarm was not confirmed. The unit was tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and no damage was reported on the battery cap contacts or the battery compartment. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.